Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. All samples were visually inspected for the presence of heparin additive, and all tubes were found to contain heparin spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the heparin additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube has been found experiencing clotting issues during use. The following has been provided by the initial reporter: lot no. 9065832 exp 3/31/20 is the lot that they feel is clotting. Specimens that clotted were drawn both by (B)(6) and by lab phlebotomists (so they know the tubes are being inverted properly). Some of the tubes do not appear to have anything spray coated on the sides. They are no longer using the affected lot. It was reported some of the tubes are clotting before or after being spun down. This has been happening for a few weeks.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube has been found experiencing clotting issues during use. The following has been provided by the initial reporter: lot no. 9065832 exp 3/31/2020 is the lot that they feel is clotting. Specimens that clotted were drawn both by e.d. And by lab phlebotomists (so they know the tubes are being inverted properly). Some of the tubes do not appear to have anything spray coated on the sides. They are no longer using the affected lot. It was reported some of the tubes are clotting before or after being spun down. This has been happening for a few weeks.